Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the guidewire was allegedly too hard to operate into the designated blood vessel during the process of product puncture. It was further reported that device allegedly stuck inside the patient. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the guidewire was allegedly too hard to operate into the designated blood vessel during the process of product puncture. It was further reported that device allegedly stuck inside the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An attempt to load the guidewire within the introducer needle returned was performed and was successful. However, the investigation is inconclusive for the reported insertion difficulty and stuck inside the vessel issues as the exact clinical condition cannot be reproduced under laboratory condition. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.